Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a large prime volume on the event date. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed (B)(4) 2012 with the following findings:no defect was found during testing. Cartridge with 100 units was correctly loaded into the pump & displayed on the screen. Force sensor calibration was within specification. The pump was opened for examination. No evidence of moisture was found inside pump. Inspected the motor assembly with no defect observed. No damage observed on the force sensor circuit. No dust or debris found in cartridge compartment. Download history review showed a large prime volume on the reported event date. "Rewind", "load" cartridge, and "prime" steps performed successfully with normal prime amount during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.